Event description:
It was reported that there was an infection in or near the pump pocket; specific details were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).